Event description:
The customer reported the unit would not pass the op check, it will not charge. No patient involvement was reported.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.